Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens tore while advancing out of the cartridge and the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged and a suture was needed. There were no other patient injuries. The lens was cut into pieces when it was removed.